Manufacturer narrative:
(B)(4). Issue reported dur to device deployment. Classified as malfunction as no associated adverse event report. Device eval pending.

Event description:
Customer has requested review of ECG from device deployment. No report of adverse event/outcome in conjunction with the request.